Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Follow up information was received indicating that the shunt was explanted. The doctors suspected the shunt was blocked or clogged.

Manufacturer narrative:
Evaluation summary: customer reported "that drainage was not smooth". No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported that the drainage of aqueous humor was not smooth during a glaucoma filtering device implant procedure. No patient harm was reported. The device remains implanted.

Manufacturer narrative:
Customer reported "that drainage was not smooth". A sample was returned, however, shunt was not included in the returned sample. Therefore, the condition of the shunt could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because the sample was not returned, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information was received on 07-feb-2017; from sales and distributor via phone and email, respectively: the shunts were explanted. The doctors suspected the shunts were blocked or clogged.